Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During functional testing the unit did not detect a downstream occlusion. Due to the failed keypad further testing was unable to be completed during evaluation. The downstream sensor and downstream tubing guide assembly were replaced as known contributors.